Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No unexpected motor error alarms, a47 alarms, e70 alarms or no delivery alarms noted during our testing. The motor was tested outside of the device and passed. Unable to confirm e70 alarm in alarm history screen due to over written history file. The insulin pump passed self-test, displacement test, rewind test and basic occlusion test. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The caller did not know the blood glucose reading. He stated that the device alarmed, indicating that the insulin pump had reset, then began counting down. The insulin pump went into the rewind sequence, which led up to the motor error alarm. The device had neither been dropped nor bumped. Advised replacement of the insulin pump. Nothing further reported.